Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) procedure, a tissue bleed occurred while using a vessel sealer extend (vse) instrument. The surgeon applied energy multiple times before applying the vse cut feature with the tissue still bleeding after the cut. The initial instrument was removed and replaced with a second vse but the issue persisted. While the isi clinical service representative troubleshot with the surgeon, no issues were observed, and the seal was completed with audible tones as expected. The target tissue surrounding the rectum was not under pressure during the seal, and the vessel was under 7mm in thickness. Further into the procedure, the second vs encountered an ¿exposed blade¿ error message. The instrument did not encounter any obstruction between the jaws, however, there was some buildup noted. The second vse was removed and replaced with a third-party ligasure instrument. The tissue bleeding issue persisted. The procedure was completed robotically with minimal delay and no reported patient injury. No damage was observed on both vessel sealer instruments prior to use. The technical support engineer recommended to return the two vse instruments for failure analysis.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during a da vinci-assisted lower anterior resection (lar) procedure, a tissue bleed occurred while using the vessel sealer extend (vse) instrument. The surgeon applied energy multiple times before applying the vse cut feature with the tissue still bleeding after the cut. The initial instrument was removed and replaced with a second vse but the issue persisted. Further into the procedure, the second vs encountered an ¿exposed blade¿ error message. . The second vse was removed and replaced with a third-party ligasure instrument. The tissue bleeding issue persisted. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.